Event description:
Please be advised that while investigating an event involving one of our products, an adverse event occurred. The caller stated that when the physician was about to go transseptal with a long abbott 81cm sheath, it broke in the body. They were unsure if the bayliss or the wire was through the sheath. The patient went to vascular surgery and a snare was used to retrieve the detached portion and the patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The root cause of the reported event could not be conclusively determined.